Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. It was reported that the entire system was explanted and not replaced on (B)(6) 2022. The event was unresolved with no further action planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. It was reported that device interrogation/data on (B)(6) 2021 observed high impedance at the contact point where stimulation was set. The lead was reprogrammed on (B)(6) 2021. Additional information received from the clinical site noted that high impedance was still observed after reprogramming on (B)(6) 2021. The patient reported that the programming was working until one week prior. The event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 24-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was high impedance resulting in an inability to change intensity of the stimulation. Interventions included reprogramming. The outcome was resolved without sequelae. The event resulted in an unscheduled clinic or office visit. The patient confirmed that they were unable to change intensity of stimulation. The event was possibly related to the device or therapy and not related to the implant procedure. The patient discovered that after charging the device as usual, they were unable to change the intensity of the stimulation. This resulted in the patient contacting the clinic for an appointment. Upon further inspection with a manufacturing representative, the high impedance was discovered. The age at consent was 67 and the weight was 44.4 kg. It was reported that a lead impedance issue was experienced. The lead reportedly had ¿bad contact and impedance¿ with 6 out of the 8 contacts ¿not working.¿ the lead was surgically replaced as a result of the event and the issue was resolved; the contacts were reported to be ¿successful.¿ the patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
H3. The returned lead (serial#: (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #2, 3, 4, 5, 6, and 7 conductors were broken; 10.5 cm from the distal end of the lead. H6. Please note, codes b20, d14, and c20 apply to the ins. Codes b01, c070603, and d15 apply to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical product: product ID 977a275 serial# (B)(6) product type lead product ID 97791 lot# unknown product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of a clinical study reported that the event resolved without sequalae.